Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. The pump was removed and replaced. Previous cylinders and reservoir remains implanted. No information about the patient's outcome was provided. Additional information received. The previous ipp was removed due to the patient had difficulty with device inflation. Upon removal, it was determined that the pump would work intermittently.